Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot ==> device history reviewed on 06 dec 2019. 0 non-conformances on this lot number. Final micro and sterility tests passed. (B)(4) released. Lot expiry date: 30 sep 2018. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> (B)(4). (B)(4). Reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received ad 17 june 2019. The patient underwent a right knee revision due to arthrofibrosis, decreased range of motion, and tibial tray loosening at the cement to implant interface. The surgeon noted abundant scar tissue. The surgeon also reported poor bone quality of the distal femur likely due to osteopenia and a femur notch anteriorly. The patella component was not revised. Two depuy cement products were used during the primary operation. Doi: (B)(6) 2017, dor: (B)(6) 2018 right knee.